Manufacturer narrative:
The customer¿s report of a ballooned segment was confirmed. Visual examination showed that the silicone segment tubing had white discoloration and a bulge just above the lower fitment. Functional testing replicated the ballooning. The cause of the ballooning of the silicone segment was not identified but may have been related to the reported IV push.

Manufacturer narrative:
Concomitant medical products: hospira, 1000ml ndc (B)(4), lot number 56-812-fw, exp 1 aug 2017, 1000ml of sodium chloride; td unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the user noticed a bulge ("bubble") in the silicone segment of the IV tubing when giving a IV flush with saline; IV was hung by gravity.